Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had pulled back into the right atrium. The lead was repositioned back into the posterior lateral vein and remains in use. No patient complications have been reported as a result of this event.